Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation: occupation is lay user/patient. This event occurred in (B)(6). The test strips were requested for investigation. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Event description:
The initial reporter complained of discrepant inr results with coaguchek inrange meter serial number (B)(4) compared to the stago neoplastin laboratory method. The customer was in the hospital for an unspecified post-surgical stay for 3 weeks and compared his meter to the laboratory. Based on the data provided for 3 comparisons the customer performed, the results for 2 comparisons were discrepant. The result from the meter was 3.4 inr. The result from the laboratory within 3 hours was 2.4 inr. At a different time, the result from the meter was 3.6 inr. The result from the laboratory within 3 hours was 2.5 inr. The customer's therapeutic range is 2 - 3 inr. There was no allegation that an adverse event occurred. The customer has been released from the hospital.